Event description:
It was reported, approximately 2 years and 7 months post implant procedure, the patient experienced 32 unrecognized inappropriate shocks. There was great variability during measuring of impedances: between 500 and 3000 ohms. Additionally, the sensing integrity counter value of the device was noted as 17481. Consequently, the lead was explanted and replaced uneventfully. A well patient outcome was reported post follow-up procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.